Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the cause of the patient not feeling stimulation and then pain when stimulation was too high was unknown. The hcp stated they cause of the leads not being placed corrected was not determined. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID 3057. Product type screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that they were going to the hospital on the following monday because the leads were not placed correctly. The patient noted that they had the device off due to the pain they were in. The patient stated that they did not know if the leads would be removed on monday or not. It was indicated that the issue was not resolved at the time of report and the patient was going to be following up with their healthcare professional (hcp). Additional information was received from the patient on (B)(6) 2017. The patient reported that they used to have episodes of leakage and diarrhea before the trial and noted that they only had episodes from time to time. The patient stated that they were also given medication which helped some. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were not feeling stimulation on any of the programs and was not meeting the minimum of 50% improvement. The patient noted that they were feeling pain when stimulation was turned up too high, so they lowered the amplitude on program 2 to the level right before they experienced pain. It was indicated that it was unknown if the issue was resolved at the time of report. No further complications were reported or were expected.